Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead had a brief noise reversion episode on (B)(6) 2024 where a noise oversensing led to pacing inhibition. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.